Manufacturer narrative:
Initial reporter name and address: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, siliconoma, tissue infiltration, cutaneous redness, microcysts.

Event description:
Physician reported total rupture (intra and extracapsular) with siliconoma, tissue infiltration (¿silicon bubbles¿) and cutaneous redness on lower-external quadrant of right side breast with some microcysts. Device explanted and replaced.